Manufacturer narrative:
H.6. Investigation: our quality engineer visually inspected the returned units and confirmed the reported complaint. Based on the investigation a small amount of residual silicone within the catheter from the catheter tipping process generates needle clogging when it is assembled into the catheter on the final assembly machine. A corrective action project, CAPA#450094, has been initiated to investigate the issue. DHR was performed, this lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, were not evidenced records that could lead to the claimed defect. H3 other text : see h.10.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. The following information was provided by the initial reporter: when the dr. Opened the package, fm was on the catheter tip.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. The following information was provided by the initial reporter: when the dr. Opened the package, fm was on the catheter tip.